Event description:
Ceiling suspension broke away from ceiling mount suspension. Safety clip which holds injector could not be found.

Event description:
Ceiling suspension broke away from ceiling mount suspension. Safety clip which holds injector could not be found.